Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 23 mm in diameter, with a length of 10 mm and an angulation of 80 degrees. It was reported that the physician implanted the stent graft system. It was intended to implant the bifurcate just below the left renal artery, but due to the severe neck angulation, the bifurcate was implanted to partially cover the renal artery. Approximately seven months after the index procedure, the patient presented emergently complaining of back pain. It was found that the aneurysm had enlarged, possibly due to infection or inflammation. A needle was used to puncture the patient's back for drainage, but the patient's condition did not improve. Surgery was performed to remove thrombosis and the abcess with irrigation. Clots and pus were irrigated from the aneurysm. The stent grafts were covered with omental and the incision was closed. No additional clinical sequelae were reported and the patient is stable. The physician commented that it was unknown why the infection occurred, i.e., was a pre-existing condition, or if the stent graft was the source of the infection. Additional information received states that the renal artery was unintentionally covered due to the severe neck angulation.

Manufacturer narrative:
(B)(4). Neck angulation > 60 degrees.